Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The issue was confirmed; the device was powered on with battery alone, then, the device was connected to an ac cable and powered on. In both cases the device powered on but the buzzer did not tone as it should. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for service. Upon triage on (B)(6) 2017 the service technician found that the unit had no audio.